Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to treatment date. Review of the logfiles for the day of treatment shows no errors or any relevant warnings that could contribute to the reported event. During start-up of the system the vacuum, the energy and the ablation tests were performed. The logfile shows multiple successfully performed treatments. The energy was stable during treatment day. The reported treatment could be identified in the logfile. The treatments for left and right eye were finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatments. The user operated surgery within the recommended settings. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following flap creation the flap was unable to be lifted at the 6 o'clock position. The flap was put back in place and no ablation treatment was performed.